Manufacturer narrative:
Section a4 - patient's weight was corrected from 240 pounds to 233 pounds.

Event description:
It was reported that patient had an infection at the ipg site which was confirmed during surgical intervention on (B)(6) 2024. As a result, the entire system was explanted.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced pain and burning at the pocket site. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.